Event description:
Customer reported that the insulin pump returned multiple error alarms. Customer reported removing the battery then receiving a battery out limit. Customer also reported that the insulin pump shut off on its own and the display went blank. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly. Unable to verify battery out limit alarm, a21 alarm and off no power alarm due to blank display. The insulin pump has minor scratched display window and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.